Manufacturer narrative:
This spontaneous case was reported by a health professional, and describes the occurrence of medical device removal ('medical device removal'). In a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced bipolar disorder ("mood disorders/bipolar disorder"), depression ("depressive tendency/ depression"), fibromyalgia ("fibromyalgia in the right arm") and premenstrual syndrome ("pronounced premenstrual syndrome"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis ("deep endometriosis"). The patient was treated with surgery (essure removal via salpingectomy with bilateral coronectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, endometriosis, bipolar disorder, depression, fibromyalgia and premenstrual syndrome outcome was unknown. The reporter considered bipolar disorder, depression, endometriosis, fibromyalgia, medical device removal and premenstrual syndrome to be related to essure. The reporter commented: lot and serial number unknown. Sample available at reporting center. The essure removal was performed at the patient¿s request, due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional or other is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2020, quality safety evaluation of ptc. We received a complaint sample in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2015, the patient experienced depressed mood ("mood disorders with a depressive tendency"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis ("deep endometriosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, endometriosis and depressed mood outcome was unknown. The reporter provided no causality assessment for depressed mood, endometriosis and medical device removal with essure. The reporter commented: lot and serial number unknown. Sample available at reporting center. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced bipolar disorder ("mood disorders / bipolar disorder"), depression ("depressive tendency / depression"), fibromyalgia ("fibromyalgia in the right arm") and premenstrual syndrome ("pronounced premenstrual syndrome"). On an unknown date, the patient experienced endometriosis ("deep endometriosis"). On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via salpingectomy with bilateral cornuectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, endometriosis, bipolar disorder, depression, fibromyalgia and premenstrual syndrome outcome was unknown. The reporter considered bipolar disorder, depression, endometriosis, fibromyalgia, medical device removal and premenstrual syndrome to be related to essure. The reporter commented: lot and serial number unknown. Sample available at reporting center. The essure removal was performed at the patient¿s request, due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional or other is not possible. Most recent follow-up information incorporated above includes: on 21-mar-2020: essure device removal questionnaire provided. Patient's information was updated (initials and patient's weight). Essure insertion date was update to (B)(6) 2015, and removal method (salpingectomy with bilateral cornuectomy) was provided. Furthermore, the events "fibromyalgia in the right arm" and "pronounced premenstrual syndrome" were added, and the event "depressed mood" was split to capture "depression" and "bipolar disorder" due to new information received. The essure removal was performed at patient's request and she considered that the device caused or contributed to the occurrence of the events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. In 2015, the patient experienced depressed mood ("mood disorders with a depressive tendency"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("deep endometriosis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, depressed mood and endometriosis outcome was unknown. The reporter provided no causality assessment for depressed mood, endometriosis and medical device removal with essure. The reporter commented: essure sample was available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.